Event description:
At end of surgery, patient experienced v tach. Patient defibrillated multiple times, six or more at 360 joules. When pads removed, patient had first and second degree burns at site of defib pads.follow up reveals: pads were placed on to patient wrong. The round pad was placed on the back and not the front. This placement was necessary to maintain the sterile field because the patient's chest was open. It is not known to the site if the front-back placement is crucial. The pads were not expired and were moist at the time of use. The burn was evaluated by the wound care team and dressing treatments were necessary.